Manufacturer narrative:
The axium prime coil will not be returned for evaluation as it was discarded by the customer; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per instruction for use (IFU): warnings: "if axium prime detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implant pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." "If undesirable movement of the axium prime detachable coil can be seen under fluoroscopy following coil placement and prior to detachment, remove the coil and replace with another more appropriately sized axium prime detachable coil. Movement of the coil may indicate the coil could migrate once it is detached. Angiographic controls should also be performed prior to detachment to ensure that the coil mass is not protruding into the parent vessel." If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that this coil detached prematurely during the procedure. The patient underwent coiling treatment for a small unruptured saccular right anterior communicating artery aneurysm, measuring 5mmx2.5mm. The patient¿s blood flow was normal. The vessel was observed moderately tortuous. It was reported that during placement a loop of the coil inserted in the aneurysm but goes out of the aneurysm. So, the physician was pulled back and deployed again. During placement, the coil prematurely detached. After the coil was pre-detached, the non-medtronic stent was deployed to keep the coil in place. There were no reports of patient injury in association with this event.